Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reev2204 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reev2204) have been reported from the same facility.

Event description:
It was reported "we are having so much trouble with 3 fr single lumen piccs. It has been off the accuracy with the sherlock several times (perfect ECG graphics, but upper svc or brachiocephalic vein in chest x-rays)." It was stated this occurred twice. This report addresses the first event.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of inaccurate 3cg assisted placement is inconclusive due to poor sample condition. One 3 fr powerpicc solo catheter was provided for evaluation. The 3cg stylet t-lock assembly was returned within the catheter. The catheter extended past the 54 cm depth marker and did not appear to have been trimmed. The 3cg stylet was removed from the catheter and was found to be intact. A slight curve was observed in the polyimide tubing; however, no kinks were present. The continuity of the 3cg stylet was tested from the white fin pin and the distal tip of the wire. The signal was found to be continuous. The resistance was measured and found to be within manufacturing specification. No apparent issues were noted on the returned sample. Based on the description of the reported event, possible contributing factors include improper connections, product interference, clinical conditions. Since the reported issue could not be replicated during functional testing, the complaint remains inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "we are having so much trouble with 3 fr single lumen piccs. It has been off the accuracy with the sherlock several times (perfect ECG graphics, but upper svc or brachiocephalic vein in chest x-rays)." It was stated this occurred twice. This report addresses the first event.